Event description:
It was reported that newly implanted right atrial (ra) lead "fell into" the right ventricular (rv) lead. It was also reported that there were high thresholds. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri-58, lead, (B)(6) 2014. (B)(4).